Manufacturer narrative:
E1: reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that there was damage to the feet. It was reported there was no patient involvement at the time the issue was discovered. It was reported that there was damage to the feet. Repair is currently pending. The investigation is ongoing.

Manufacturer narrative:
It was clarified that the right rear foot was missing. A field service engineer (fse) went onsite and replaced the missing foot to resolve the reported issue. The fse replaced the missing foot to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.